Event description:
During the initial reporting it was reported by the pt that upon removal of the catheter there was some resistance while pulling it out. The catheter stretched and broke off. During a f/u report it was reported by the sales rep that the dr stated the catheter was actually caught under the bandage/dressing tape and was not caught on anything inside the pt. There was no serious injury alleged.

Manufacturer narrative:
As of 08/18/2009, the catheter has not been returned for eval. No conclusion can be drawn.